Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage hole on tubing at patient side was noted during preparation before the surgery. The used generator¿s type is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI: (B)(4). The device was returned for evaluation. A hole was identified in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The hole is consistent with the use of a ji2000 irrigator, which is not recommended for use with this tubing set. A review of manufacturing records found no discrepancies when the device was released to stock. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.